Manufacturer narrative:
Device evaluation summary: a kink was evident on the hypotube. The stent was not positioned between the markerbands as per specifications. The stent had moved proximally on the device and was positioned on the transition shaft. The balloon folds were expanded. Deformation was evident 1st and 2nd distal stent wraps with the struts appearing bunched. Crimp impressions were visible on the exposed balloon surface. There was no deformation evident to the distal tip. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary, drug eluting stent was used to treat a severely calcified lad lesion exhibiting 90% stenosis. The lesion was pre dilated. A non-medtronic stent was implanted in the distal region. The resolute onyx device was inspected with no issues noted. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that the resolute onyx stent failed to pass through the lesion calcification in the proximal region. A guide extension catheter was used in combination. It was reported that the resolute onyx stent dislodged inside the guide extension catheter. The stent was expanded by 2 atm in the guide extension catheter to keep it in place during removal from the patient. When the guide catheter extension was removed, the detached stent was inside the guide extension catheter. A non medtronic device was used to complete the procedure. The patient is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.